Event description:
It was reported that the drainage valve of compressor was not working. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the drainage valve of compressor was not working. There was no patient harm reported. The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve was defective and required replacement. Information about the current status of the compressor has not been provided. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.